Manufacturer narrative:
This report is filed on (B)(6) 2016.

Event description:
Per the clinic, the electrode array was partially inserted in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2016, the patient was reimplanted with another device during the same surgery.